Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a driveline culture obtained on (B)(6) 2016 tested positive for klebsiella oxytoca. The patient was admitted to the hospital on (B)(6) 2016 and started on suprax. The patient was not able to tolerate suprax and was switched to cipro on (B)(6) 2016. The patient was elevated to status 1a on the heart transplant list due to the infection, and was transplanted on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. No device-related issues were discovered during the evaluation of the returned pump. The pump was returned assembled with the driveline severed approximately 9 inches from the pump housing and the remainder of the driveline was not returned. Visual examination of the sealed inflow conduit and the sealed outflow conduit revealed no developed depositions or thrombus formations. In addition, examination of the pump's blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.